Manufacturer narrative:
(B)(4). As a sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minicap with povidone-iodine solution fell off of a transfer set (baxter product). This occurred during patient use. The reporter stated that this happened within two months of the transfer set¿s replacement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). (Therapy dates) - the event occurred sometime in (B)(6) 2014. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.